Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. Contact reported customer experienced an elevated blood glucose (bg) level in the mid 200s (mg/dl). A manual correction was administered to address bg levels. A review of the pump history by tandem technical support only revealed a cartridge change alert had occurred. Contact was unable to complete troubleshooting at the time event was reported. Multiple attempts were made to follow up with contact to complete troubleshooting; however, no additional information was provided.